Manufacturer narrative:
Findings: unit received with broken reservoir tube lip and battery tube threads. Unit received with cracked case at display window corners. Unit received missing o-ring (reservoir tube). Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack and pieces missing on top of reservoir compartment. Customer stated that the pump was dropped numerous times. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.